Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer stated that the insulin pump alarmed threshold suspend. Customer's blood glucose reading was 212 mg/dl at some point. Nothing further was reported.

Manufacturer narrative:
The device name and model number provided with the initial medwatch report were incorrect. The correct information has been included with this report. Also, additional information has been included with this report.

Event description:
It was reported via phone call that the customer's sensor stopped working every 3-4 days. Customer is currently not wearing the sensor. The customer stated the sensor alarmed low and threshold suspend at night. The sensor would be 100 points off. The customer's blood glucose was 212mg/dl and the insulin pump alarmed threshold suspend. Offered troubleshooting, customer stated he is doing well without sensors.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.